Event description:
Event description boston scientific received information that this left ventricular pacing lead exhibited pacing impedance measurements greater than 2500 ohms. X-ray examination revealed a lead fracture.